Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer turned it on from the box and that they did not have a scope attached to the light source. The clinical sales rep (csr) did a test drive with the light source and scope and confirmed it is working as it should be. No site visit was conducted.

Event description:
It was reported that a biomedical engineer (biomed) called from outside of the operating room to report that the light source burned the drape. The technical support engineer (tse) asked the caller if she was referring to the light guide cable for the handheld camera. The caller was unsure and mentioned that the staff only referred to it as the light source. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no patients or staff were harmed due to the burning drape.